Manufacturer narrative:
12/17/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a vaginal hysterectomy procedure. Reportedly, it was difficult to toggle and the needle detached. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.